Manufacturer narrative:
(B)(4). Other device used: catalog #00631005032, trilogy crosslinked liner, lot 61399506. Catalog #0771100640, m/l taper stem, lot #60688539 - remains implanted, manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to wear and pain. The surgeon stated as he exposed the site there was impingement of the head to the liner shell. The head was explanted from the stem and saw trunnionosis on the neck of the femoral component. It was noted that there was irregular wear on the polyethylene liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). No devices were returned for review. Therefore the state of the reported devices cannot be determined. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. The reported devices are used for treatment. Review of the complaint history identified no previous complaints for the part lot combination. It was confirmed if the device was used in an approved and compatible combination. Returned operative notes state that no surgical complications occurred during implant surgery. Patient was noted to require additional fixation and bone grafting. The surgeon has also stated that the patient has adhered to rehabilitation protocol. Following alleged pain from the patient, an MRI was performed and revealed fluid collection abutting the posterior aspect of the right greater trochanter. There were no signs of infection, muscle destruction, or significant asymmetric muscle atrophy. Surgeon has suggested that this is likely due to stress related bone edema. Revision operative notes state that impingement of the head and liner were noted when the site was revisited. There was debris indicative of mild corrosion at the implant trunnion, which was cleaned off. A definitive root cause for the reported metallosis cannot be determined with the information provided.